Event description:
It was reported that an arteriotomy closure of an unspecified vessel was attempted using a prostar xl device after an interventional procedure. Reportedly, when the physician was preparing to close the arteriotomy with the prostar xl device, the needles were stuck and wouldn't come out of the device. The physician removed the device from the patient groin and used a second prostar xl successfully to achieve hemostasis. There was no adverse patient sequela. The physician is reported to be trained in the use of the prostar xl device. No additional information was provided.

Event description:
Subsequent to the initial medwatch report, additional information received indicates: suture placement was attempted in the common femoral artery (cfa) using the preclose technique prior to an abdominal aortic aneurysm (aaa) repair. The vessel calcification was indicated as mild to moderate. Ultrasound guidance was used to puncture the cfa, a guide wire was introduced followed by a 5fr sheath. An incision was performed and the subcutaneous tissue was spread using forceps to introduce the prostar xl device. Reportedly, during needle deployment no tension in the system was felt and none of the needles emerged at the top of the barrel. The physician performed the needle back-down technique and removed the device from the patient groin.

Manufacturer narrative:
(B)(4). Failure to follow steps/instructions. Per the device instructions for use, the prostar xl is to be deployed in conjunction with 8.5 - 10 fr sheath sizes. Evaluation summary: the device was returned for evaluation. The reported needles would not come out of the device could not be confirmed, because the handle was not fully deployed. A needle strike mark was present on the posterior side of the barresl face, which suggests needle deflection by an unidentified cause. The handle was not fully deployed, the needle strike mark shows one needle was deflected; however, the other 3 needles if the handle would have been fully deployed, could have presented at the hub. The findings indicate deployment was aborted and needle backdown performed to remove the device. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. Reportedly, the vessel was mild to moderate calcified. The prostar xl instructions for use (IFU) states that the safety and effectiveness of the device have not been established in patients with common femoral artery calcium, which is fluoroscopically visible. Additionally, a 5f sheath was used. Per the IFU: the prostar xl 10f system is designed for use in conjunction with 8.5 to 24f sheaths. The IFU also states: the safety and effectiveness of the prostar xl have not been established in patients with introducer sheaths smaller than 8.5f or greater than 24f during the catheterization procedure. The probable cause for the reported issue was determined to be related to the operational context in which the device was used. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated date of the event which was reported as occurring a few weeks prior from the date it was reported to the manufacturer the device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.